Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that that a centrimag pump was more loose than other pumps. The ventricular assist device (vad) coordinator reached out to inquire if there had been any manufacturing changes since the nurses had thought the pedimag pumps looked to have had a wider movement where the locking screw and the plastic crescent indention space was. They would turn back and forth more; however, all the screws are tight and in the groove. No issues to the pump, hardware, and patient were reported. The exact event date was unknown and could not be provided. Related manufacturer reference number: 3003306248-2024-00404.

Manufacturer narrative:
D2b: product code corrected d3: manufacturer contact corrected d4: catalog number and UDI number corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. G1: manufacturing site contact corrected h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of the centrimag pump having a wider range of movement than expected when seated in the centrimag motor was not confirmed. Multiple attempts were made to obtain additional information including, if any photos or videos of the issue were available for review and if any products will be returned for analysis; however, the information was not provided. The centrimag motor was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the centrimag motor was not reported with the event. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: investigation findings corrected. No further information was provided. The manufacturer is closing the file on this event.